Manufacturer narrative:
Other, other text: additional information: h6 - health impact. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6 - evaluation result code.

Event description:
It was reported that the pump had no disposable alarms while using the cassette. Also reported admitted to hospital but admission was not related to pulmonary hypertension. No additional details provided. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.